Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer failed to boot up; programmer hanged at "please wait" screen during boot up. Hard drive was reconfigured and software reloaded and updated to resolve issue. Analysis also found the programmer failed ECG (electrocardiogram) calibration tests during final test; the lem (link electronic module) printed circuit board assembly found out of electrical specification. It was noted the power cord bay door had a bent tab. Concomitant medical products: product ID: 229047 analyzer. (B)(4).

Event description:
It was reported that during a software update, the programmer failed to reboot multiple attempts. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.